Event description:
It was reported during follow-up, a fluoroscopy revealed externalized conductors on the lead. No electrical anomalies were observed. The lead remains implanted and the patient will be monitored.

Manufacturer narrative:
(B)(6).